Manufacturer narrative:
(B)(4).

Event description:
Electric dermatome does not run well enough, not enough rpm. The skingraft had bad quality and was tattered. The event occurred during surgery. An additional skin graft was required from the patient. Delay time was unknown. No additional patient consequences were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired once for the device being broken as it starts and then only running for a second before stopping reported on (B)(6) 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) hospital that a dermatome did not run well and that it produced a bad quality skin graft. Follow-up with the customer noted that the device had been machine washed. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on 1 march 2019 noted that the device was out of calibration at all four settings, that the control bar was not in the correct position, and that the motor would not run. Upon further evaluation, the technician found that the device had a corroded eccentric shaft and needle bearing. Repair of the dermatome occurred on 13 may 2019 and involved replacing the motor, plug assembly harness, eccentric shaft, needle bearing, and the external e-rings as well as recalibrating and repositioning the control bar. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the dermatome not running well was due to the device being improperly cleaned and sterilized. The found follow-up with the customer was found to have machine washed the device, which would allow fluid to enter the device, and during evaluation, multiple components were found to have been corroded and the motor was found to not be producing any movement. The instructions for use for the zimmer electric dermatome (zimmer electric dermatome instruction manual rev. B) notes that steam sterilization is the only recommended method of sterilization for the dermatome and to not immerse the dermatome in any solution. While the service technician also does find that the device was out of calibration and that the control bar was out of position, failures that would result in the device not cutting as intended, it cannot be determined from the information provided as to what caused the device to fall out of calibration or the control bar to move out of position. Therefore, a specific root cause of the device producing a poor quality skin graft cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Electric dermatome does not run well enough, not enough rpm. The skingraft had bad quality and was tattered. The event occurred during surgery. No adverse events were reported as a result of this malfunction.